Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that the patient programmer was unable to communicate with the ins. It was noted that the patient was recently implanted, still had bandages present, and was hurting. The patient thought that the pain might be due to the swelling. However, the patient later mentioned that there was no swelling present. During the report, the patient was able to communicate and increase the stimulation to comfort at 1.4v. It was later noted that patient services contacted the patient back, and the patient was having poor communication issues again. It was noted that the patient would call back if they still had issues once the bandages were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.